Event description:
It was reported that the catheter broke approximately 3mm from hub as it was being pulled from the femoral vein following a cardiac ablation procedure. The entire catheter was removed without incident or harm to the patient.

Manufacturer narrative:
The device was not returned for evaluation and review of the device history record was not possible as the lot number is unknown. The cause for the reported device breakage remains unknown. Date report submitted to FDA by manufacturer: (B)(4) 2010. Date the initial reporter provided the information to the manufacturer: (B)(4) 2010.